Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a definitive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately tortuous and calcified lesion in the iliac artery. The absolute pro self expanding stent system (sess) was advanced to the lesion however during deployment, the thumbwheel became stuck and the stent only partially deployed. The sess was removed with the stent without issue and the procedure completed with a new stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.